Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "stage 3 contraction".

Event description:
Patient reported left "implant could be capsulated", "sharp pains in the left breast and there is creasing" and mentions recall. Later reported "stage 3 contraction" via MRI. Device remains implanted.